Event description:
It was reported via repair work order that there was a reduction in brake force and the steer would not lock due to broken casters stem. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.